Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. However, the customer mentioned that the drive support cap was flush. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms noted. However, light moisture damage was noted on motor assembly during visual inspection.